Event description:
On (B)(6) 2014, it was reported that the bolus recommendation provided by the patient's blood glucose monitor was too high; suggesting double the expected dose. The patient was under hospital surveillance due to the resulting unstable blood glucose levels. The patients target range is 7-9 mmol/l (126-162 mg/dl). During the incident her blood glucose level was elevated to 13.7 mmol/l (246.6 mg/dl). The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.